Event description:
Boston scientific received info that during the attempt to implant this lead a perforation may have occurred. There were no further adverse pt effects reported. The lead was mistakenly thrown away and will not be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. Although the event description states that the lead was not implanted, an implant and explant date have been provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.